Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2010 (B)(6). (B)(6).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) discriminator failed to withhold therapy and patient received an inappropriate shock. The ICD remains in use. No further patient complications have been reported as a result of this event.